Manufacturer narrative:
The hill-rom technician found the side rail latch pin had a flat spot. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side rail latch and pin to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in sicu d at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).